Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch reports # 3004209178-2015-49728 and # 2032227-2015-13117.

Event description:
It was reported that the customer's blood glucose dropped to 39 mg/dl, his continuous glucose monitoring system alarmed low threshold suspend, and emergency medical services were called. Customer believed that his recent retirement lowered his stress levels, resulting in a different reaction to insulin. Nothing further reported.